Manufacturer narrative:
Updated device evaluation completed on december 20, 2020: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
¿After clinical/secondary review of this file performed on december 1, 2020, it was decided to add patient code" pain", to more accurately capture the reported event.¿ device evaluation completed on december 7, 2020: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2020, indicated that patient had bilateral issue with capsular contractures, grade ii on the right side, and unknown grade on the left side. This report is for the left prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: injury. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a mentor memorygel, 350cc silicone prosthesis experienced right sided rupture, and bilateral pain post procedure. The patient was in a car accident and seat belt came across and patient started to have pain on the right and implant felt displaced. Patient mentioned having pain on the left side also. A physical examination was performed by a physician and rupture was diagnosed. As a result, patient underwent bilateral replacements as follow: left replaced with cat#: 3545480, sn#: (B)(4), and right side replaced with cat#: 3545480, sn#: (B)(4) on (B)(6) 2020. This report relates to the left prosthesis.